Event description:
Customer reportedly received results of 135 mg/dl and 303 mg/dl. Within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.